Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to ((B)(4)). Complaint revealed as follows: "when being inserted, as material is too soft, the device twisted on itself causing hyperpression and avoiding pt ventilation".

Manufacturer narrative:
This case has been reviewed, and deemed a malfunction. Based on current info, recurrence of this malfunction would likely lead to a serious adverse event involving damage to the airway resulting in eventual scarring, and/or respiratory distress and/or a disruption of vital surgery if it were to occur in the operating room. Report to FDA on (B)(4) 2013.